Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor had partially migrated out of the implant site. The area was discolored and tender, but there were no signs of infection nor drainage. The device was explanted and the physician elected to allow the site to heal, then will implant a new device. No patient complications have been reported as a result of this event.